Manufacturer narrative:
(B)(4). Date of event is unknown. Batch #: unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information requested but not received: can you please forward the following questions on to the appropriate personnel? Can you please provide more event details? Were any staples or staple lines visible after firing the device? If yes, what was the appearance of the staples? (B-formation, irregular, legs straight)? Also, if available can you please provide a product code(s) and lot or batch number for the involved device(s)? (B)(4).

Event description:
See attached user facility medwatch form, (B)(4).